Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing a complete pump reset, which successfully resolved the issue and allowed the customer to start their sensor session without further error codes.